Manufacturer narrative:
On august 16, 2021, mentor received confirmation that the deflated implant was pink or red in color upon the time of explant. Hence, device problem code "material discolored" has been added to field h6 on this form. On august 26, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view extending to the posterior view. A tear within the crease/fold was identified on the anterior aspect measuring approximately 0.2 cm. In addition, the shell was observed with reddish coloration. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the implants other than sterile saline for injection since this could compromise the product integrity. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device and replacement devices. The suspected medical device is a 375cc mentor smooth round moderate profile prosthesis (catalog #: 3501660, lot #: 6702914). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. The replacement devices are two 300cc mentor smooth round moderate profile prostheses (catalog #: 3501645, left serial #: 9578300-026, right serial #: (B)(6) on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.